Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ was received for investigation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent applied to the stopcock tubing prior to insertion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, upon opening the package, it was noted that the sideport of the three-way stopcock was detached from the extension tube. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.